Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, prompting troubleshooting that restored pairing on the call, with the user advised that performance might be inconsistent and to call back for further assistance if needed. Investigation included technical support guidance and user education to reinitiate pairing and verify sensor connectivity. Further investigation of this case revealed a pairing failure between the cgm and the ilet that was resolved through troubleshooting steps. There was no user reported symptoms associated with elevated blood glucose, with a reported value of 199 mg/dl. Outcomes included temporary interruption of automated glucose control until pairing was re-established. It was concluded that the event was attributable to a cgm-to-controller pairing issue, with device function restored after the sensor was connected.